Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA. On april 3, a region server experienced a hardware lockup attributed to a known firmware issue affecting hp gen8 disk controller hardware. This event resulted in an ingestion backlog and processing delays impacting eight customers. A server restart was performed to restore normal operation. The maximum observed delay was approximately 1 hour and 26 minutes, and the total duration of the incident was approximately 1 hour and 34 minutes. A notification was issued to impacted customers. Cerner has not received any reports of patient injury as a result of this issue.

Manufacturer narrative:
Cerner has concluded its investigation into the hardware malfunction. The issue was traced to a third-party hewlett packard (hp) firmware bug affecting aging gen8 hp servers. Cerner has made changes to ensure monitoring and patching as a short-term resolution and will replace hardware in 2026.